Manufacturer narrative:
The product has not been returned to the MFR for investigation. An updated report will be submitted once the product has been received and the investigation result has been made available. (B)(4).

Event description:
It was reported that during surgery, the version of the a.s. Humeral head ((B)(4)) did not seat properly on the stem (a.s. Humeral stem 7, cementless). Several attempts were made to disengage the head from the stem but the ball taper stayed in the stem. The surgeon, instead, decided to remove the stem to tray and removed the ball taper but was unsuccessful. At the end, the surgeon decided to cement a 7 mm stem and another head. The surgery was extended for another 31-60 minutes.